Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error and motion sensor test failure. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with constant motion sensor test failure alarms due to an out of phase motor encoder signal. Unable to perform the displacement test or verify the motor position encoder error alarm due to the constant motion sensor alarm anomaly. The pump was received with a bleeding lcd glass, minor scratches on the lcd window, and a cracked case near the display window corners.